Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 17mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary vessel. A 2.00mm x 12mm emerge balloon catheter was advance for pre-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.